Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event was reported. The patient stated they were in the waiting room at the hospital for have tests done that was not dexcom related. The patient stated she had hypo unawareness and while in the waiting room, they missed a low alert and became confused. A finger stick reading was performed with the results of her blood sugar being low at 34 mg/dl, and was treated with glucose. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.